Manufacturer narrative:
An event regarding damage involving an other hip screw was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned however, inspection of provided explanted images shows that hexagonal part of screw head was sheared. No other determination can be made based on the provided images. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that screw sheared metal inside patient. Inspection of provided explanted images shows that hexagonal part of screw head was sheared. Therefore event of screw damage was confirmed but root cause could not be determined. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Screw sheared metal inside patient. Surgeon confident that metal was removed. No direct harm to patient.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Screw sheared metal inside patient. Surgeon confident that metal was removed. No direct harm to patient.